Manufacturer narrative:
Concomitant medical products: product ID 3389-28 lot# unknown; implanted: (B)(6) 2009. Product type lead product ID 3389-28; lot# unknown; implanted: (B)(6) 2009. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown. Product ID: 3389-28, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high impedances on the left lead. The session report all monopolar contacts were high ranging from 2,329 to 5 ,527. Bipolar pairs 8/10, 8/11, 9/11, and 10/11 were high ranging from 4,102 to8,105. There were no external factors that may have led or contributed to the issue. They measured with the clinician tablet. No intervention was taken. The issue was not resolved. Additional information was received stating that the patient will be seen by the neurosurgeon in the near future. There is currently no specific date for the appointment. They will decide on the further procedure. This was confirmed by the physician. Additional information was received: it was reported that troubleshooting op took place on (B)(6), 2023. The electrode was defective at the drill hole so the patient received a complete percept system. System works perfectly and the patient is doing well.

Manufacturer narrative:
H3. Analysis of the lead (lot# unknown) found there was a breach due to environmental stress crack (esc) on the outer insulation of the body of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.